Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. One probe was returned for evaluation for the report of the probe could not actuate during surgery. The returned sample was visually inspected and deemed nonconforming. Foreign matter observed in the inner diameter of port. The needle is cracked and is bent approximately 45 degrees. No functional testing could be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. There is approximately 45-60 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. No wear marks observed at the bend area. Gouge marks on the entire length of the inner cutter. The actuation test was performed on the disassembled probe and the actuation test was found to be conforming. The initial test could not be performed due to the visual condition of the needle, however once the interference was removed, the sample was able to actuate to its specification. The complaint evaluation does confirm the probe had a performance issue. The reason for the performance issue was due to the bent and cracked needle. A damaged inner cutter can impede the movement of the cutter shaft and cause interference between the two components and result in an actuation failure. This interference is present as observed from visual condition of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation test was conforming. This bent needle and inner cutter condition and the foreign matter observed on the needle appears to have occurred during the probe being used in surgery for approximately 45-60 minutes, but it is not known how the needle and cutter actually became bent. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification for the reported issue once the interference was removed. Also, no specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter was unable to actuate during a procedure. The condition of aspiration is unknown. The product was replaced and procedure completed with no patient harm.